Event description:
A malfunction alarm with code malf 12, indicating a momentary power loss to the vibrator motor, was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears.